Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the stimulation in their leg was determined. They 'think it was set to low as they could never feel it, and weren't peeing as much. It's 5 years old, so they turned it up from 2.1 to 2.9 and it seems to have increased their urine volume.' When asked about the cause of the rapid battery depletion on their programmer, they stated, "maybe because it's older.".

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are : product ID neu_ptm_prog lot# serial# unknown product type programmer, patient. Product ID 3889-28 lot# va12zml implanted: (B)(6) 2016 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient called back indicating that after their last call they realized amplitude was up too high and was uncomfortable so patient decreased it. Patient was concerned because they lost the stimulation sensation. Reviewed expectations regarding stimulation sensation and that it is not necessary to be feeling it as long as patient is getting therapeutic effect. Patient also mentioned that they have been doing repetitive exercises for their knee twice a day and after reading activity guidelines are concerned that there lead may have moved. Patient states their doctor told them there is nothing they can do to shift the lead however patient is aware this contradicts the interstim literature. Reviewed that is lead migration is a concern patient can ask managing physician to check it. Patient has plans to see a new managing physician. Reviewed general info on interstim micro and surescan lead per patient request. No further complications were reported/anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that ¿in (B)(6) their system starting failing because they could no longer feel stimulation in their foot and in their butt. Patient (pt) states the are also having discomfort so they believe the device has reached it's end of service. Patient stated they were always told to just leave it alone so they haven't really done anything with it. Patient stated they have an appointment on (B)(6) 2021. Patient services walked patient through how to sync with implant. Patient is currently on 2.2v at program 3 and stimulation was¿ on. Patient confirmed there are no icons indicating that the implant is low. Patient services reviewed pt could consider increasing. After increasing, patient states they are feeling stimulation again. Patient will keep stimulation here and monitor symptoms. Patient services reviewed indications for therapy and recommended they continue to work with doctor.¿¿patient mentioned in the call that their patient programmer batteries die very quickly, even when the patient programmer is not in use. Patient states they die within a couple of months.¿ patient services is documenting reported event. No further action is being taken.